Manufacturer narrative:
H.6. Investigation summary: mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Growth supplement batch number 2118714 was provided by the customer. Batch history review for growth supplement batch 2118714 was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. Retentions were available for inspection for growth supplement batch 2118714 (10 vials). No evidence of contamination was observed in 10/10 growth supplement retention samples. For further investigation two growth supplement vials from batch 2118714 were incubated. One retention vial was placed into 20-25-degree celsius, and one retention vial was incubated at 33-37-degree celsius. At the end of a seven-day incubation period no microbial growth was observed in 2/2 incubated retention vials. Two photos were received to assist with the investigation: ¿ the first photo shows one growth supplement vial from batch 2118714. The vial is still crimp capped sealed. There does appear to be possible fungal growth in the vial. ¿ the second photo shows one partial kit carton from batch 2272964. No returns were received to assist with the investigation. No 245124-kit batch number was provided to properly complete an investigation. However, manufacturing records for growth supplement batch 2118714 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory and there is one other complaint taken on the probable kit batch. Growth supplement batch 2118714 was not packaged in a bactec mgit 960 for kit batch 2272964.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit fungal growth was seen. The following information was provided by the initial reporter: fungal growth was seen in the new bactec mgit supplement kit 960.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit fungal growth was seen. The following information was provided by the initial reporter: fungal growth was seen in the new bactec mgit supplement kit 960.

Manufacturer narrative:
The following corrections were made: the lot numbers is not known. The previous lot submitted was lot 2272964.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit fungal growth was seen. The following information was provided by the initial reporter: fungal growth was seen in the new bactec mgit supplement kit 960.